Event description:
The event is reported as: complaint alleges that the product is creating patient bleeding at insertion.

Manufacturer narrative:
The device history report (DHR) report has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The incoming records for the raw material and lot number were reviewed and showed that no issues were found according to the inspection criteria established. Manufacturer and quality inspection procedures and processes were reviewed and both showed that proper controls are in place to guarantee that acceptable product is delivered to our customers. Currently, no stock was available from the lot number in the distribution center, therefore, it was impossible to verify product. The manufacturer will continue to monitor and trend relating complaints.